Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a codman perforator (261221) broke during procedure. There was less than 30 minutes of surgical delay in the procedure. All broken parts were recovered. The drill used with the perforator was elan 4 electro (aesculap). According to the information provided, it is unknown if the malfunction resulted in patient injury, if the perforator clicked in place in the drill, and if the recommended spring tests being were performed between each burr hole. It is also unknown if an x-ray was taken to assure no parts were left in patient.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(4). Was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a.